Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected; the valve was torn from the inlet connector to the needle chamber, the needle stop it¿s no longer sitting correctly. The connectors are molded into the silicone housing a pull test is done on each lot (3 valves per lot are tested) as well the lot is tested for leaks at a 100%. Review of the history device records confirmed the valve (B)(4), lot cppbvt, was conformed to the specifications when released to stock on the (B)(6) 2014 the root cause for the problem reported by the customer was probably due a sharp or pointed object coming into contact with the silicone housing, however this could not be determined. As indicated in the IFU important information of the valve ¿silicone has a low cut and tear resistance¿. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was originally implanted via v-p shunt at 70mmh2o on (B)(6) 2014 to the patient with subarachnoid hemorrhage. After the implantation, the device was found dysfunctional and the breakage of the valve was suspected. The surgeon conducted the revision surgery on (B)(6) 2014 and the valve was replaced with the same new product at 90mmh2o. The surgeon is not sure whether the device broke during implantation or had been already broken before the surgery. The patient¿s condition is reported as good.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation a follow up report will be filed.